Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic back and leg pain due to multiple back fusion surgery, fbss. It was reported that the charger portion of the recharger kit has started breaking, which means that the recharger will not be able to be recharged, which could impact therapy should the patient be unable to recharge their implanted ins. Faulty cable noted. Patient has taped the connector, but a replacement cable has been sent to enable continuous use. Issue was resolved. No surgical intervention occurred, nor was planned. Patient was alive with no injury. Additional information was received from the rep. The serial numbers of the recharger and desktop charger were provided and it was clarified that the broken portion was on the desktop charger. It was noted that the products had not been returned yet as the patient was in an outlying geographical area. A replacement was sent via courier and the broken cable would be collected during the next visit to the area. The date was dependent on case support and could not be confirmed at this time.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). G2: foreign: za. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.